Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. No UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure due to a fracture occurred on the femoral neck system (fns) distal screws after the patient fell causing a sub-trochanteric fracture of the hip. Initially, the patient was implanted with the reported fns last (B)(6). The surgeon indicated that the fns screws were placed really posterior leading to a stress riser. During the revision procedure the fns plates and screws were successfully removed and the patient was revised to trochanteric fixation nail advanced (tfna) augmentation system. It is unknown if there was a surgical delay. Patient status was unknown. This is report 3 of 5 for (B)(4). Related product complaint (B)(4).